Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, when removing the lock line (ll), resistance was met. The clip was able to be deployed and the ll removed with the cds. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported physical resistance/sticking associated with removing the lock line was confirmed due to the observed knot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, while the issue removing the lock line/physical resistance/sticking appears to be the result of the observed knot, a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.